Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent struts on the first row on the proximal side to be slightly lifted and stretched. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter through a calcified lesion site. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft with a severe kink, located 324mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-dec-2015. It was reported that crossing difficulties were encountered. The 99% stenosed target lesion was located in the severely tortuous and mildly calcified distal left circumflex artery. A 24x2.25 promus premier stent was advanced but failed to cross the lesion. The procedure was completed with plain old balloon angioplasty. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.